Event description:
It was reported that the infusion pump was involved in an overdelivery. The infusion pump was programmed to administer a 250 ml bag of zantac at 10 ml/hr. After approx 8 hrs the bag was empty, however the pump displayed a volume infused on only 89 ml. The pump was removed from the pt. No medical or surgical intervention was required.